Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was implanted on the patient for two years, and there was deformity of the material (tortuosity) in the extensions (the catheter shaft/tubing from the exit site to the hub based on the picture). The impact for the patient was difficulty of maintaining the flow during therapy. Chlorhexidine alcohol 0.5% was the cleaning agent used on the device. There was no excessive bleeding and no bleeding more than 500ml. Blood transfusion was not required. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. There was no extended patient hospitalization. The event did not lead to health problems and no increase in surgical time. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was implanted on the patient for two years, there was deformity of the material (tortuosity) in the extensions (the catheter shaft/tubing from the exit site to the hub based on the picture) which was before the arterial and venous hubs near the bifurcate. The catheter was crooked and it was not bent/kinked. The catheter was not pulled, over the time, it was descended and left the skin puncture point. The outside of the catheter became longer. It was not known if the deformation was due to the catheters age and normal wear/tear. The impact for the patient was the difficulty of maintaining the flow during hemodialysis therapy noted by the nursing team. Flushing was done prior to use and the result was good. The line was not hard to flush with the syringe. There was blood return prior to syringe flush. Heparin was the coagulation used. The lines were reversed. The reverse flow was successful sometimes and it was the infusion line. No other defects/damages found/observed on the product. The clamp was moved periodically to close but it was not removed. Nothing unusual observed on the device prior to use. The part of the catheter was not occluded. The dimension/size of the catheter matched/corresponded what was indicated on the label. There was no dimension problem. Chlorhexidine alcohol 0.5% was the cleaning agent used on the device. The cleaning agent was allowed to dry thoroughly prior to applying ointment(s) to the area. The catheter was not repaired, no leak, no tego utilized and no luer adapter issue. There was no excessive bleeding and no bleeding more than 500ml. Blood transfusion was not required. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. There was no extended patient hospitalization. The event did not lead to health problems and no increase in surgical time. Intervention/treatment required was not yet required and the catheter was not removed. The device was still used despite of the issue with some difficulty in flow and they kept the flow at low during therapy and it did not solve the issue. The device was used successfully at first and the treatment was completed. There was no patient injury.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted four pictures of the device in use. The catheter near the bifurcated hub did appear to be twisted slightly. It was reported that there was an insufficient flow issue and there was an issue with the catheter dimension. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.